Manufacturer narrative:
Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: compatibility: no compatibility check can be performed as only one product has been reported. Review of event description: a ball head impactor attachment (ref: 78.00.38 lot: 12.726697) has been received. It has been reported that a part of the threading came off during case. Nothing fell into patient, surgeon used another impactor to finish case. Review of received data no medical data such as surgical notes or any other case-relevant documents received devices analysis visual examination: the ball-head impactor attachment shows some normal signs of usage and it was possible to observe the broken thread on the head impactor. Further, the area which is supposed to be in contact with the head during application, shows unusual deformations. No measurement was performed as DHR indicates that all components met all specifications. No functional test was performed as it was possible to observe the problem (broken thread) without the need of any additional test. Root cause analysis : instrument breaks, deforms, diverges impairing its function due to inadequate design for intended performance -> not possible, a systematic issue related to potential design would have been detected as part of complaint trending defined in complaint registration or in the current pms process post market surveillance. Instrument breaks, deforms, diverges impairing its function due to mechanical properties of material insufficient -> not possible, according to material compatibility specification the material has been tested. Instrument cannot be used with the mating instrument or mating implant as intended due to failure of instrument mating condition => possible, as the instrument thread broke during case it could not be used with the mating instrument as intended. Damaged instruments, implants, body or wrong operational step due to surgeon or operating room staff unfamiliar with instrument usage and handling => possible, as the deformed hemispherical surface indicates that the surgeon or operating room staff might have been unfamiliar with implantation technique. Damaged instruments, implants, body or wrong operational step due to surgeon or operating room staff unfamiliar with instrument usage and handling => possible, as the deformed hemispherical surface indicates that the surgeon or operating room staff might have been unfamiliar with implantation technique. Instrument breaks or deforms due to off-label / abnormal-use => possible, as an off-label use (impactor attachment used to remove the head) has most likely caused the reported broken thread and the observed deformations. Line r-1.4.17: instrument breaks due to degradation of material due to cleaning and sterilization => possible, as the detected damage might have been resulted from an abnormal state of the material (due to cleaning and sterilization) alone or in combination with an abnormal force applied. Conclusion: based on the returned product and the given information the complaint could be confirmed. The visual examination confirmed that the impactor instrument thread broke. The instrument might have been used in an inappropriate way as signs of off-label use are visible. Those signs are deformation of the surface made for the contact with the head sphere. They are most likely due to the impact between instrument surface and head basis while trying to remove the head from the stem. The reported instrument 78.00.38 is not designed to remove heads from stems however, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive the device for investigation. No surgical report or x-rays were provided for review. A lot number was received for the device, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the threading of the impactor instrument "synthetic top" came off during surgery. Nothing fell into patient, the surgeon used another impactor to finish case. No surgery delay occurred.